Event description:
It was reported PICC maintenance clinic nurse for the patient maintenance catheter, began to replace the patch did not find the catheter, catheter patch fixation is incomplete, communication with the patient did not remove the catheter, after filming and localization, localization of the catheter in the body, in-hospital interventional department consultation, interventional way to remove the catheter, removal of the catheter complete.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.